Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Additional reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during therapy, an intra-aortic balloon (iab) rupture occurred and a surface-enhanced raman spectroscopy (sers) was placed. The insertion was reported to be axillary, which is not the method described in the device instructions for use. It was noted that the patient had multiple ruptures with replacements and after this one they were placing an impella. There was no patient harm or adverse event reported. This report is for the 2nd iab. A separate report has been submitted for the 1st iab under mfg report number 2248146-2023-00518.

Manufacturer narrative:
(B)(6). The device was not returned and could not be evaluated. It will not be returned for investigation. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).